Manufacturer narrative:
The system technical performance was reviewed; no technical issues were found. No system malfunction occurred.

Event description:
Patient was treated on (B)(6) 2018 for essential tremor (et) with exablate 4000 type 1.0 device, as part of a clinical trial in (B)(6). After the treatment, the patient showed a symptom of walk disturbance, due to that the hospitalization was elongated for rehabilitation . On (B)(6) 2018, the symptom was improved, and the patient discharged from hospital. The patient is in follow up.